Event description:
It was reported that the device exhibited an air in line message when performing the biometric accuracy test. The alarm would occur before 6 minutes after running on rate 20ml. The event occurred during preventive maintenance. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no issues. The event history log confirmed ¿air in line detected¿ occurred. Functional testing was able to replicate the reported issue; ¿air in line detected¿ occurred after approximately 5-6 minutes when the pump was run with the customer¿s settings. The most probably cause was determined to be a faulty pwa board. The pwa board was replaced. The device was previously serviced on (B)(6) 2024 at which time the air detector was replaced and is related to the current complaint.